Manufacturer narrative:
(B)(4).

Event description:
Complaint description: trial heads are getting old and getting gouged. Investigation method: the instruments associated with this report were not returned. A complaint database search against the product/lot combinations could not be performed as the lot numbers were not known. The lot numbers required to determine manufacturing age were not known. With no more information and no instruments, a root cause cannot be determined. Investigation summary: (B)(6) reports trial heads are getting old and getting gouged. The instruments associated with this report were not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018-product was reviewed. Instrument had missing pieces.